Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) old japanese female patient had impella 5.0 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that on the 8th day of impella support the physician suspected hemolysis. As a result, the device was explanted.

Manufacturer narrative:
The pump was returned. No biomaterial was found. The device operated to specification when tested. The root cause of the hemolysis was unable to be determined because blood lab results were not reported, and the returned pump passed hemolysis testing. Data logs showed that on day 1, outflow blocked alarms triggered possibly from the presence of biomaterial. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.